Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome cutting wire broke during energization. The issue occurred during a therapeutic endoscopic thoracic sympathectomy. The procedure was delayed under sedation, less than 30 minutes, was completed with an olympus back-up device. There were no reports of patient harm.